Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that, around 2 months after the dental implant was installed in intraoral region #8; its non-osseointegration was observed. Thirty-two ncm of primary stability was achieved and immediately load was performed. The patient presented insufficient bone quality/quantity (bone type iii) and bone graft was executed.